Event description:
As reported by the physician regarding the mynx control 6f/7f vascular closure device (vcd), a patient presented to his facility two days after the procedure with an actively bleeding hematoma. The patient presented back to the facility with a post deployment hematoma around the access site and had to have an additional procedure due to this matter. The physician is fully trained and performed the proper techniques for successful closure, as observed by the sales representative. The device will not be returned for evaluation because it was not saved for analysis.

Manufacturer narrative:
Complaint conclusion: as reported by the physician regarding the mynx control 6f/7f vascular closure device (vcd), a patient presented to his facility two days after the procedure with an actively bleeding hematoma. The patient presented back to the facility with a post deployment hematoma around the access site and had to have an additional procedure due to this matter. The physician is fully trained and performed the proper techniques for successful closure, as observed by the sales representative. The device was not available to be returned for analysis. A product history record (phr) review of lot f2308104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the bleeding event reported; however, patient factors are likely since the hematoma occurred 2 days after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ neither the phr review nor the information available suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician regarding the mynx control 6f/7f vascular closure device (vcd), a patient presented to his facility two days after the procedure with an actively bleeding hematoma. The patient presented back to the facility with a post deployment hematoma around the access site and had to have an additional procedure due to this matter. The physician is fully trained and performed the proper techniques for successful closure, as observed by the sales representative. The device will be returned for evaluation.